Event description:
It was reported that the device will lock up while charging. It was also indicated that it will occur at different energy levels. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended replacing the device's power conversion pcb and provided customer with the part number and ordering information. The biomed later confirmed that the device has been removed from service due to repair costs. It will be replaced with a newer device. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.